Event description:
It was reported that during a laparoscopic hysterectomy, the device did not function. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: one device was received with the blade gouged and cracked. The device was tested with a generator and was nonfunctional due to the condition of the blade. The device would not open and close properly due to the excessive dry body fluids inside the inner tube. The clamp arm was detected during analysis. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.